Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. The reported events of exposure and endophthalmitis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the event status has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient with a xen®45 gts presented to the emergency room with a red eye. Diagnosis was endophthalmos by extrusion of xen in the conjunctiva. Patient was hospitalized and device was removed on the day the event was noticed. A vitrectomy was also done by endoscopy. There was also an emergency intravitreal injection of vancomycin/fortum, general antibiotic therapy with levofloxacin and piperillin, and reinforced eye drops vancomycin+fortum for treatment. The events have yet to resolve.

Manufacturer narrative:
Additional information: b.5., g.1.

Event description:
Additional information received noting the patient is still undergoing treatment and was recently reoperated on.